Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Optical fiber 2 was determined to be under-polished. The proximal face of the white ferrule of optical fiber 2 was cleaned with 99% isopropyl alcohol to remove any foreign material on the fiber core. Microscopic inspection of the ferrule revealed that the fiber core was obstructed at the ferrule surface and could not be clearly identified. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. The root cause of this issue was determined to be consistent with a design issue.

Event description:
During the svt procedure, after the light source was connected to the pressure tube and entered the patient, there was no pressure feedback. There was no pressure feedback when trying to replace the tail wire (cable) and the tactisys. The catheter was replaced and the pressure was normal after replacement and the procedure was completed with no adverse patient consequences. A delay occurred due to this issue.